Event description:
It was reported that during a procedure for an impending fracture, while inserting the nail, the buttress knob was tightened and would not release. The buttress sleeve became stuck on the cannulated sleeve. The release button on the aiming arm would not release. A second set was available to complete the surgery. There was a ten minute delay. Surgery was completed with no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the buttress/compression nut is firmly attached to the blade guide sleeve, it is threaded all the way to the proximal head of the blade guide sleeve, and is unable to be removed. The blade guide sleeve, buttress/compression nut, and the 130° aiming arm are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. The drawing for this part was reviewed and the design, material and finishing process was seen to be adequate for its intended use, and the received part is dimensionally compliant. This complaint is confirmed. This complaint condition is a result of over tightening. The design of this device was found to be acceptable for use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that avalign technologies-nemcomed manufactured the blade guide sleeve for trochanteric fixation nails, p/n 357.369, and lot #7405997 on po #1556020 for 26 pieces delivered september 4, 2013. Initially, the part conformed to the supplier¿s certificate of compliance, dated august 30, 2013 and to the synthes incoming final inspection sheet #ns029052, revision ¿f¿. The parts were released to the warehouse on september 27, 2013. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The blade guide sleeve for trochanteric fixation nails was made to the synthes drawing p/n 357.369, revision ¿f¿, released on june 29, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.